Event description:
The fse reported that the system failed to properly save and recall pt image data. No pt serious injury of death was reported related to this event.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.